Manufacturer narrative:
Product ID 3550-29, lot# n129239, implanted: 2008 (B)(6); product type accessory product ID 37752, serial# (B)(4), implanted: 2008 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2008 (B)(6); product type lead (B)(4).

Event description:
It was reported that there were telemetry issues and an implantable neurostimulator (ins) overdischarge was suspected. The last successful recharging session was 6 months prior to the report. It was noted that the patient had an appointment on 2015 (B)(6)to confirm and bring the battery out of overdischarge if necessary. It was further reported that the manufacturing representative met with the patient on 2015 (B)(6) and the physician mode recharge was unsuccessful. A replacement of the battery was discussed as the patient was getting good stimulation prior to the overdischarge but a surgery date had not been scheduled. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.